Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury (chordae tendineae injury) appears to be related to difficulty removing the clip from the anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. A mitraclip ntw was inserted, advanced to the mitral valve, and grasping was performed. However, while attempting to grasp the leaflets, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be freed and was retracted to the left atrium. However, it was observed that a chordae tendineae had torn off. Therefore, the clip was removed and replaced. Two clips were then deployed on the mitral valve, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.